Event description:
It was reported that immediately after insertion of the iab, the pump experienced gas leak alarms. It was noted that the helium canister was only half full after 30 minutes of use. The iab was then removed and replaced. There was no patient complications.